Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic the device was explanted on (B)(6) 2024, due to implant was kinked. The patient was reimplanted with another cochlear device during the same surgery.